Event description:
Info received indicates the foot end column, head down function and knee function is not responding.

Manufacturer narrative:
The tech isolated the problem to the pendant cable and pendant. The tech replaced the cable and pendant to repair the bed.